Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a hardware failure resulting in the drawer not recognizing its closed status. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a failed hardware. A field service confirmed that the customer was able to recover storage space, and the issue was resolved. The device functioned as intended after the customer resolved the issue.